Event description:
A home patient's (hp) nurse (rn) reported the hp presented in 2003 with drainage coming from their exit site. The rn performed a culture of the exit site and sent the hp home without treatment pending the culture results. The rn indicated that the culture results were "too old" by the time they were received 3 days later and they were subsequently discarded. The hp was advised to come back to the clinic for a second culture before they could be treated. The hp set up an appointment for 2 days later. The next day the hp contacted the rn and reported that they had had cloudy effluent for the past 24 to 48 hours. The rn advised the hp to go to the hospital for treatment and the hp was subsequently admitted to the hospital with peritonitis. No further information is available regarding the hp's treatment in the hospital or their condition on discharge. The rn reported that the hp's nutrition and hygiene are "horrible" and that they frequently present to the center with tape residue on their abdomen and catheter.